Manufacturer narrative:
Implicated product & product received is a13.5 fr dialysis/apheresis catheter with -2 antimicrobial cuff in a peel-apart introducer system. Product received for eval is 13.5 fr dual lumen catheter. Catheter measures 15.2 inches long. An antimicrobial cuff sleeve is located 7.1 inches from proximal end; a tissue ingrowth cuff 7.5 inches from proximal end. A lot history review reveals no mfg issues & no other complaints for this lot. Documents contained in complaint file indicate device was implanted 4-14-98 with complaint incident occurring 4-30-98. Device had been used "frequently to continuously" for administration of a number of medicinal products including chemotherapy, total pareteral nutrition, lipids, antibiotics, blood products as well as obtaining lab specimens. Medications were administered using pumps, syringes & gravity. There is no indication of any complications occurring between time of placement & occurrence of complaint incident. Tactual examination is remarkable only for occlusion clamp impressions throughout the length of both extension legs. Patency of both lumens is demonstrated by flushing & aspiring water with a 10cc syringe. Leak testing is conducted by occluding catheter's distal tip & hydraulically pressurizing lumens individually with blue colored water until tubing bulges. No leaks are noted in distal (blue) lumen, however, a pinhole leak is observed in proximal (red) lumen 2.9 inches distal to proximal edge of antimicrobial cuff sleeve. Leak is observed only when lumen is pressurized. Microscopic (15x-30x) examination of the leak site reveals a small perpendicular slit with a thin, uneven, flap-like edge. Extreme small size of slit prevents observation of slit walls or angle of penetration through tubing wall. Small size of slit also indicates damage is result of inadvertent contact with a sharp instrument such as a needle. "Frequent & continuous" use of device for approximately 2 weeks without experiencing complications supports finding that leak developed subsequent to implantation & is not a out-of-box mfg defect. Complaint of an exit site leak is confirmed, user-related. Medwatch form dated 5-1-98 indicates fluid was "leaking from tunnel." This indicates leak site on catheter was situated within subcutaneous tunnel. 2 week history of device working complication free implies perforation occurred subsequent to placement. Complaint file does not provide info on subsequent procedures pt may have underwent or offer specific circumstances regarding how catheter may have been punctured while within subcutaneous tunnel.